Event description:
The reporter stated that she tests once a week and cannot remember what error number she receives. She thought that her batteries needed to be changed and since inserting new batteries, she has not had an error message.